Event description:
Aci complaint handling representative reviewed the maude database on (B)(6) 2011 and the following event had been reported to FDA by the user facility on (B)(4) 2011: the patient is an elderly female with a history of an endo graft placed at an outside facility approximately two years ago. Apparently this was complicated by the development of a type 1 endo leak necessitating repeat intervention. She had been managed apparently with serial cat scans and due to the presence of a type 2 endo leak and reportedly an increasing aneurysm; she was referred back to this hospital for further intervention ten months ago. She underwent a left femoral artery catheterization procedure in which glue was embolized into a type 2 endo leak. Apparently this procedure was relatively uncomplicated but there was note of a small hematoma at the puncture site. The artery was closed with a mynx closure device. The patient was discharged to home. Apparently over the past week or so she has developed increasing pain as well as a rather abrupt swelling in the left groin. She was seen in another facility late last evening where there was noted to be a large pseudoaneurysm of the left groin. Because of this she was referred to this hospital for further treatment and intervention. At the time of our evaluation, there was some mild erythema, ecchymosis, and relatively a dense pulsatile mass in the left groin. We evaluated this with an ultrasound and attempted thrombin injection. Unfortunately, this was not successful. There was a very broad neck to the pseudoaneurysm. Based on this, we felt that it was reasonable to pursue surgical intervention repair of this directly. Patient underwent left femoral artery exploration, repair of left femoral pseudoaneurysm and was hospitalized for two (2) days. Original intended procedure: femoral catheterization for endovascular repair of an aaa.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information received, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.